Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and there were no fatal errors in the log found. A review of the bin file analysis was performed and passed. The allegation was not confirmed. The probable cause was not confirmed because there were no fatal errors in the log. No injury or medical intervention was reported